Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months post implant, the patient experienced tachycardia. It was reported that the right ventricular (rv) lead exhibited, chronically low r-waves and ventricular undersensing leading to ventricular pacing. The rv lead remains in use. No further patient complications have been reported as a result of this event.